Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient presented in the hospital with shortness of breath and falls. An echocardiogram revealed vegetation indicative of infection on the prosthetic mitral valve. The patient was placed on antibiotics and was determined to not be a candidate for surgery due to other medical issues.